Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl; due to customer incorrectly inputting their settings. Reportedly, customer required assistance from their spouse by providing carbohydrates to address bg level. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.